Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left main artery. A 4.00 x 20mm synergy ii drug-eluting stent was advanced to treat the lesion. However, it was noted that the shaft of the delivery system broke inside of the guide. The procedure was completed with another synergy stent. No patient complications nor injuries were reported.